Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving inaccurate high readings. This medical affairs specialist was unable to contact the pt to verify info gathered during the initial call or obtain follow up info. On the night of the day before, the pt took her diabetes insulin based on an elevated reading of "573 mg/dl" (actual reading was confirmed in the meter's memory as 273 mg/dl). On original date at around 6am, the pt began to sweat and tested on the lfs meter obtaining a "low reading." The pt did not take any action in regards to diabetes treatment at the time of concern. The pt was treated at the emergency room with oral glucose. The pt was later tested on a hospital meter at "110 mg/dl." It would have been helpful to obtain the following info: diabetes medication regimen, testing frequency, insulin taken after the alleged high reading, time and date of 573 mg/dl reading, lfs meter readings while feeling low, ems treatment and meter readings, hospital treatment and diagnose, and changes to diabetes medication regimen and testing frequency prior to or after the incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that can be associated with severe hypoglycemia after she took insulin based on a lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.